Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump buttons less responsive. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had back light did not come, diminished battery life and crack on insulin pump casing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked belt clip slot noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm or back light anomaly were noted.(B)(4).